Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has inaccurate sensor readings and sensors only lasted 4 days. Customer stated that threshold suspend occurred with delay in sensor reading. Customer also reported that she received an error alarm on the insulin pump that caused it to rewind. Customer did not recall when it occurred but believes it was within the last 90 days. The alarm history showed no delivery alarm. Nothing further reported.